Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient family regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient last stitch from the incision got infected and it was confirmed. The caller stated there were 2 oral antibiotics given doxycycline 100 mg and sulfamethoxazole/trimethoprim 160 mg. Caller stated they met with the hcp on the (B)(6) and said everything was clear. Caller stated they are having another followup appointment with hcp to look at everything again (B)(6) 2019. There were no further symptoms or complications reported or anticipated.